Event description:
Per the clinic, the patient developed skin invagination over the stimulator receiver site, specifically affecting the upper portion of the silicone area, which led to exposure of the implant. The device was subsequently explanted on (B)(6) 2026. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.